Manufacturer narrative:
Information previously reported in h7 <(>&<)> h9 is not applicable. This event is not related to recall z-2409-2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that "the nim vital won't turn on" nim vital text would appear when turning on system and then screen would go blank. Troubleshooting advice was to leave the nim vital plugged in overnight and reboot. Left system plugged in overnight and rebooted with same occurrence. Nim vital text would appear for a second and turn blank afterwards. Checked system was plugged in. Customer confirmed the patient interfaces appeared to be charging. Backup nim3 system was used to complete the procedure. There is no patient involved in this event.

Manufacturer narrative:
H3: product analysis found that housing broken and connector pin deformed. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot#: (B)(6), UDI#: (B)(4), product analysis found that - decal is peeling off. Battery more than 2 years old. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.